Event description:
The user's hearing performance with the device is affected since having a concussion following an explosion in february or march 2022.

Manufacturer narrative:
Additional information: according to the limited information received from the field a damage of the stimulator housing following the reported external impact to the device appears possible. Further technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device is affected since having a concussion following an explosion in (B)(6) 2022. The device was explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected since suffering from a concussion following an explosion in (B)(6) 2022.